Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer also reported that they were having issues with the infusion sets. The customer reported that the blood glucose was over 300 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer mentioned that the blood glucose reached 400 mg/dl and was treated with manual injection as well. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.